Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. The cause for this complaint has not been provided, but the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom generic cup on an unk date. The pt is currently being monitored due to unk reason. No other info was received.